Event description:
Boston scientific crm received info that during the implant of this cardiac resynchronization therapy defibrillator (crt-d), despite proper placement of the wrench in the setscrew, the right ventricular lead kept popping back out of the port. This crt-d was not used and the lead was successfully placed into another device. The attempted crt-d was returned for analysis. No adverse pt effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance lab, a visual inspection of the crt-d noted no anomalies. All setscrew seal plugs were confirmed to be intact and all setscrews functions appropriately. A lab lead was inserted into the right atrial, right ventricle, df negative, and df positive ports. Each portion of the lead was inserted easily and did not come out of the header before the set screw was tightened. Lab analysis could not replicate the clinical observation.